Event description:
It was reported that patient underwent an explant procedure due to infection. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.